Manufacturer narrative:
(B)(4). Device evaluation: the lens was not returned to the manufacturer for evaluation as the lens remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported that post bilateral implants she is seeing double during the day, (at night before the surgery) and stated having very little depth perception and discomfort like rubber bands around her eyes. It is more limited now after surgery then it was before the surgery. She now needs readers and cannot see without putting paper right under the light. The left eye was implanted on (B)(6) 2016 and the right eye on (B)(6) 2016. At a later follow up the patient confirmed that she still has diplopia and other visual symptoms which frustrate her so much. Patient has visited her doctor but did not get answers to her satisfaction. No further information can be obtained from the doctor as patient has requested that he not be contacted. This report is to capture the zcb00 25.5 diopter intraocular lens (iol) implanted in the left eye. A separate MDR will be filed for the right eye.